Event description:
It was reported that, based on fluoroscopy, the patient's left lead had migrated slightly. The patient did not display any side effects from this event and was reported as doing fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3487a-33 lot #v137275 implanted: (B)(6) 2009 explanted: unk; lead model 3487a-33 lot #v122673 implanted: (B)(6) 2009 explanted: unk; extension model 3708220 serial #(B)(4) implanted: (B)(6) 2009 explanted: unk; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4). This device was being used in a clinical trial noted as g030070.